Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject will be performed upon receipt.

Event description:
It has been reported to us that during the procedure, the introducer fractured in half. The physician was inserting the introducer into the femoral artery. The physician was able to penetrate into the vessel. When the physician was removing the introducer from the pt, it fractured in half. The physician made a minor cut in the femoral area to retrieve the remainder of the sheath. The pt is reported to be fine.